Event description:
It was reported that the device was used during a gastric bypass roux eny. During the original procedure the device worked as intended. No issues with the device function or staple line issues. Two days post operatively, the patient returned with a staple line leak. Sutures were used to repair the leak. The patient is doing fine.

Manufacturer narrative:
(B)(4). The device was not returned.